Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient¿s cgm showed a reading of 62 mg/dl, while the blood glucose (bg) meter indicated a much lower value of 32 mg/dl. Along these readings, the patient began experiencing symptoms such as vomiting, rapid heartbeat, shaking, and sweating. An attempt was made to call 911, but the call was later cancelled. 911 never came to the house. To address the low blood sugar, the patient consumed apple juice and three glucose tablets. However, after 10¿15 minutes, the symptoms persisted. The cgm continued to display unspecified low readings, and a second bg check was not performed. As a result, the patient self-administered 1 mg of glucagon. Following the glucagon dose, the patient reported feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.